Event description:
It was reported that following a trabecular microbypass stent system procedure, a patient who was on preoperative aspirin therapy presented on postoperative day one (1) with a hyphema and blood clot in the anterior chamber (ac). Per report, the patient underwent an anterior chamber washout on postop day two (2), and the blood clot was successfully removed. Reportedly, the anterior chamber appeared "better" on postop day four (4), however blood was observed and vision was described as "not ideal". The reported noted that a 2 mm hyphema was observed during the patient's one (1) week follow-up visit, and the surgeon is contemplating stent removal. The report also noted that the patient's preoperative aspirin therapy caused the hyphema. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Hyphema and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Hyphema and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the report noted that the patient's aspirin therapy caused the hyphema. MFR# reference: (B)(4).